Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged loss of prime that was not accompanied by a warning and an alarm. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data did not show any records of loss of prime. On investigation, the pump powered on and successfully performed ez-prime steps and a 24-hour duration test without any loss of prime occurring. The force sensor was evaluated and found to be within the required specifications. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.